Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient died. The patient presented due to myocardial infarction (mi) and was immediately brought to the cath lab. Angiogram was performed and the culprit vessel was identified to be the left anterior descending (lad) artery. Subsequently, a 3.00x24mm promus element¿ was implanted in the mid segment of the lad. During post-dilatation, a sudden no flow occurred. Interventions were performed to reestablish flow to the lad but were unsuccessful and the patient died.